Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the high voltage therapies had been turned off on the implantable cardioverter defibrillator. The patient explained that the therapies were turned off due to non sustained noise episodes and an abnormal low pacing lead impedance on the right ventricular lead. Patient denied receiving any shocks but did feel the vibratory alert when the impedance dropped. In clinic measurements on (B)(6) 2018 were normal and isometrics failed to reproduce any noise. The high voltage therapies were reenabled. On (B)(6) 2018 the right ventricular lead was extracted and patient was upgraded to a new dual chamber system. The patient was stable.

Manufacturer narrative:
The reported events of noise and low lead impedance were confirmed. As received, a complete lead was returned in one piece. External abrasion breaching both the rv cable and inner coil lumens was found at 18.0 cm ¿ 19.5 cm from the connector pin consistent with friction to the device can. Both cable coatings and ptfe liner of the inner coil were abraded. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can.